Manufacturer narrative:
Richard wolf medical instruments (rwmic) received actual device from user facility on 06/20/2017. A visual inspection of device found device found charring around hf connector, where hf is connected to device. In addition, a few of the hf bipolar cables returned for evaluation also had some charring on the grey cable, cable which gets connected to neutral pin. These two finding indicate the most likely root cause of the issue is the bipolar cable ends were most likely not completely pressed down into position on the working element allowing electricity to flow through patient and up to staff member. Charring was also found on shaft of device indicating high voltage being used. No problems found when functional testing was performed on device. Instructions for use (IFU) has a caution statement: caution! Danger of burns! Inadvertent disconnection of the plug-and-socket connections and contact of the latter with bare metal parts, e.g. The operating table, holding arms etc. During hf applications can cause skin burns of the patient or user. Check the cable plugs and device plug for secure connection, replace the hf bipolar connection cable, if necessary. Request sent to user facility for additional/missing information requested, no response as of 06/28/2017. Two similar event resulting in an MDR has occurred on this device in the last three years (MDR 1418479-2014-00050 & 1418479-2017-00014). Manufacturer date: 05/01/2008. Purchase date: (B)(4) 2008 (4 devices). Service dates: 01/08/2009, 01/08/2009, 05/13/2009 06/28/2010, 09/16/2010, 12/29/2010 07/20/2011 05/24/2012, 08/13/2012, 09/05/2012 10/22/2013, 12/03/2013 09/29/2014 11/18/2015 03/03/2016, 11/17/2016. Due to four device with the same lot #, unable to determine the number of time each device was submitted for service only that service was performed a total of sixteen times in the last 9 years. Rwmic considers this matter closed. However, in the event rwmic receives additional information, follow-up report will be submitted to FDA.

Event description:
Richard wolf medical instruments corporation (rwmic) was notified by user facility that during a procedure the anesthesiologist touched an EKG electrode and was burned on the finger. No injury to the patient was reported. This event has occurred on three separate occasions: on (B)(6) 2017 - MDR 1418479-2017-00014, on (B)(6) 2017 - MDR 1418479-2017-00015, on (B)(6) 2015 - MDR 1418479-2017-00016. User facility contacted in an effort to gather additional/missing information, no response as of 06/23/17. List of rwmic items used during procedure: working element (ID #8680.224), electrode (ID #4622.1333). List of rwmic (B)(4) items used during procedure: inner sheath (ID #8655.3841), outer sheath (ID #8655.374), connector (ID #8654.3742). List of other known items used during procedure: erbe vio generator (ID #unknown), erbe bipolar cable (ID #8108.232), EKG monitor (ID #unknown). Suspect device at this time is the working element ID #8680.224.